Manufacturer narrative:
Findings: all operation currents are within specification. No unexpected failed battery test alarms noted. Unit received with stripped battery cap coin slot (p), cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
The customer reported via phone call that she is unable to remove the battery cap into the insulin pump. Customer's blood glucose was 184 mg/dl. The customer was advised to discontinue use of the device if the battery is low. The customer was advised to monitor the pump closely if they continue to use of the device. It the was explained to the customer that the device need to be replaced. The customer declined to do failed battery troubleshooting because they can't removed the battery cap.